Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted model number, serial number and primary UDI number under d4. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated as a severity 5 case. The batch 6007262 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guideline for test of ref. Samples version 11 for the code soft cannula found kinked upon removal from infusion site. Complaint investigations. The following test was performed: 1 used cannula was provided ant there is a visible defect (kinked cannula at the middle). Visual test according to with wi version 43, 1 returned set failed the test. Functional test (flow).- according to with wi version 9, 1 returned set passed the test a batch record review was conducted resulting in the following: the 6007262 was manufactured according to the document version 14 on the packing process on inset 1 on (B)(6) 2024 with (B)(4) units review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: on the investigation on returned sample, one soft cannula is found with kinked at the middle, failure found is not related to manufacturing process, this occurred during use, no reported harm, no non-conformance (nc) raised during production related to this failure. No further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr) procedure.

Event description:
To date, additional patient or event details were received which have been added in h11.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set kinked cannula event on (B)(6) 2024. Event occurred within three hours of insertion. Insertion site was at upper buttocks. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.